Event description:
It was reported that the left ventricular lead became dislodged. Upon removing the lead from the device header, it was noticed that the lead had come apart distal to the connector pin on the lead body exposing the conductor coil. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was pulled apart due to overstress, the lead was stretched, and there was apparent explant damage.